Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's low blood glucose value was 53 mg/dl and high blood glucose was 400 mg/dl and excess of 400 mg/dl. The customer¿s blood glucose was in the range of 140 mg/dl to 160 mg/dl and other blood glucose were 112 mg/dl, 109 mg/dl and 93 mg/dl. The customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they were unsure if the drive support cap was protruded, loose, sticking out or flush. The customer reported that they did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.